Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The acetabular shell was returned for evaluation. Upon visual inspection of the returned shell, the protruding wire was no longer on the device. Further examination found no other protruding wires on the shell. Although the returned device does not have the reported protruding wire, the image previously provided confirms the reported event. Therefore, the returned product does not change the root cause of the previous investigation.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the surgeon was injured by a protruding thread from the shell. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event is confirmed with product images provided. From the image, a protruding thread can be seen near the lip of the cup. DHR was reviewed and no discrepancies relevant to the reported event were found the root cause of the reported event can be traced to a manufacturing deficiency. Although it is unclear precisely when the thread came loose from the shell, manufacturing processes are set up in order to prevent this issue. It is inherent to the fiber metal process that a wire may be come dislodged/loose from the shell at some point in the process. It cannot be fully determined where this wire on this shell came loose, it could be within any process after the bonding cycle. A corrective action was initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.